Manufacturer narrative:
Device evaluated by manufacturer - examination of the device revealed no damage to the shaft. The majority of the balloon material was torn. Microscopic examination presented no irregularities that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error as the maverick xl balloon catheter is not compatible with the 5f guidezilla extension catheter. (B)(4).

Event description:
Reportable based on analysis completed on 25aug2015. It was reported that the device was unable to cross the lesion. The maverick¿ xl balloon catheter was advanced to an unspecified lesion with a guidezilla¿ extension catheter, however was unable to cross the lesion. The procedure was completed with another device. No additional patient complications were reported and the patient status is good. However; returned device analysis revealed that the balloon was torn.